Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having a surgery on (B)(6) 2017 and they didn't know if they were replacing the ins or taking it out. No further complications are anticipated.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was depleted and had been for a few months. The patient met with a manufacturer representative on (B)(6) 2017 to have their ins restarted. The patient was sent home with instructions to do a 60-minute trickle charge and then start a normal recharging session. The patient reported that they were not able to connect to the ins after the trickle charge. The patient used the antenna locate feature and it showed 66 for coupling. When the patient attempted to initiate a charging session, they saw a ¿reposition antenna screen.¿ the patient wanted to contact the manufacturer representative who gave them the instructions. No symptoms or complications were reported. Additional information was received from a manufacturer representative. It was reported that another trickle charge was attempted and was unsuccessful. It was reported that they were unable to bring the battery back. It was unknown whether or not the patient was going to have the system replaced. No symptoms or complications were reported.